Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure stent damage was noticed. The lesion was located in the mid left anterior descending (lad) artery. The vessel size was 3mm, degree of stenosis was 95%, lesion was mildly calcified and 30mm in length. The target lesion was pre-dilated using a sprinter 2.5x20mm balloon at 12 atm. The physician successfully implanted the first taxus express2 3.0x24.0mm drug eluting stent . Next, the physician attempted to implant a second taxus express2 2.75x20.0mm drug eluting stent across the first stent. The physician removed the stent and observed stent edge flare on the distal portion of stent. The physician then implanted another taxus express2 2.75x20.0mm drug eluting stent with a successful outcome. There were no patient complications reported. The total procedure time was 2 hours 30 minutes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore no direct product analysis will be available. The shopfloor paperwork for this batch (8081725) was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch show that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.